Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.